Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the ipg was unable to communicate with the external device following an unrelated surgical procedure. The ipg was turned off during the procedure but suspected to have not been placed into surgical mode. The ipg was removed and replaced on (B)(6) 2017.

Event description:
Follow up information identified the issue has been resolved.